Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation revealed that the patient received inappropriate antitachycardia pacing (atp) and high voltage (hv) therapy for a sinus tachycardia that fell in the ventricular tachycardia (vt) zone. No intervention or patient condition was reported.